Event description:
It was reported that the subject device image was flickering when was connected. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device image was flickering when was connected. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was unable to be confirmed. As a result, a device history record was unable to be performed. The complaint was not confirmed due to the device not being returned. The cause was unable to be established due to no findings available. Olympus will continue to monitor field performance for this device.